Manufacturer narrative:
Additional information is provided in section d9 to reflect that the product was returned for evaluation. The investigation is not completed yet. The investigation results are pending. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
The following was reported: "the ui500 was in use for a case in theatre 2 nucelus theatres at bradford. During the case the customer received the notification error in electronics', at which point the device prompted the user to restart the device. As far as I am aware, the customer did not restart the device, instead opting to procure a second stack system in order to use an alternative endoflator. The customer did not change the stack over completely, as they were recording the case, instead they just switched over the patient insufflation tubing to the second endoflator."

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. The event is filed under internal karl storz complaint ID: (B)(4).